Event description:
A diamondback 360 coronary orbital atherectomy device (oad) and viperwire advance coronary guide wire with flex tip were used for treatment of heavily calcified, moderately tortuous lesion in left circumflex artery (lcx) ostium. Four retrograde low-speed treatments were performed lasting twenty-five seconds each. During the fifth retrograde treatment, the oad crown unexpectedly jumped back, striking the guide catheter. This sudden movement led to a driveshaft fracture and the breakage of the wire inside the artery. A snare failed to retrieve the fractured oad driveshaft and guide wire. The fractured oad driveshaft and guide wire were successfully pushed to distal branch. Stent placement was performed in proximal lcx. The patient was stable.

Manufacturer narrative:
D10 continued: model number: gwc-12325lg-ft. Catalog number: 7-10038-05. UDI: (B)(4). Lot number: 534624-3. Manufacture date: 5/1/2024. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection review for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).